Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with bilateral lymph node dissection, the bipolar maryland forceps had a perceived delay in energy responsiveness when activated at the instrument tip. During tissue grasping and bipolar activation, the surgeon noticed a delay between energy activation and the expected effects on the tissue. The surgeon felt the energy was slow and inconsistent and could contribute to longer case times and procedural inefficiency. The case was completed with the same instrument despite these issues. There was no patient injury.